Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Frozen telemetry strip shows a telemetry drop out. Second strip shows no ventricular event between atrial sensed events and timing appears to be managed ventricular pacing doing a conduction check. (B)(4).

Event description:
It was reported that the device dropped a ventricular pace during an interrogation session. The device remains in use. No patient complications have been reported as a result of this event.